Event description:
On (B)(6) 2018, during the implant attempt, the physician observed a slight sticking-out of the connector when pushing with the screwdriver, towards the other side of the device compared to the screwdriver. The lead could not be attached to the device. The lead measurements were normal with a pacing system analyzer and with the device that was implanted in replacement.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during the implant attempt, the physician observed a slight sticking-out of the connector when pushing with the screwdriver, towards the other side of the device compared to the screwdriver. The lead could not be attached to the device. The lead measurements were normal with a pacing system analyzer and with the device that was implanted in replacement.